Event description:
Reporter initially indicated that the patient's cyberwatch and cyberpager magnets were cracked and replacement magnets were requested. Further investigation revealed that the patient had tried 4 different magnets with the device and mentioned that sometimes they activated the magnet mode stimulation and sometimes the magnets do not. A lead test in 2002 resulted in high lead impedance reading (dc-dc code 7 and limit). This was the first lead test performed on the patient's device, so there is no diagnostic history available for evaluation. The physician explained the situation as "intermittent" since the device appears to still be providing therapy sometimes despite this reading. Exploratory surgery is planned. Lead malfunction is suspected.